Event description:
It was reported, the patient was in the intensive care unit (ICU) in (B)(6) with renal/liver failure. At this time, the pump was programmed at minimal rate. The patient restarted their therapy on the date of this report. The healthcare professional (hcp) diluted the patient's medication in half. The pump tubing was cleared and primed and the patient was programmed to 0.57 mg/day. The patient was monitored for 1 hour prior to discharge. A few hours later, a family member noticed the patient was acting unusual. In the patient's nursing home, they became unresponsive and 9-1-1 was called. Overdose symptoms were reported. The patient was hospitalized and the pump was turned back to minimal rate. It was noted, the patient was anemic and had to have an 'infusion'. The cause of the overdose was determined to be due to the patient taking a 'drug holiday due to hospitalization' and was unable to tolerate the low dose/drug effects. The patient recovered without permanent impairment. The pump was used to deliver dilaudid, baclofen and bupivacaine.

Manufacturer narrative:
Product ID 8703w, lot# l61564, implanted: 1999 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).